Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "force sensor". No patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was visible contamination by the l bracket pole clamp, the right and left plunger cases were cracked, and the plunger head case seal was loose. A review of the event history log identified force sensor test. During functional testing the reported problem was duplicated during power up process. Multiple components were found cracked left and right plunger case. The root cause of the issue was the result of the customer's impact to the device. Replaced left and right plunger cases and recalibrated force sensor and performed self test.

Event description:
Additional information was provided that it is not known if this unit was on a patient.

Event description:
Additional information was provided that it is not known if this unit was on a patient.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was visible contamination by the l bracket pole clamp, the right and left plunger cases were cracked, and the plunger head case seal was loose. A review of the event history log identified force sensor test. During functional testing the reported problem was duplicated during power up process. Multiple components were found cracked left and right plunger case. The root cause of the issue was the result of the customer's impact to the device. Replaced left and right plunger cases and recalibrated force sensor and performed self test.